Event description:
Affected channels observed. It could not be ruled out if high impedances were caused by middle ear infection. However, recipient received bilateral pressure equalizer (pe) tubes, which were in place within 10 days and prior to second testing in (B)(6) 2019. Recipient has a history of middle ear problems. The family reported a sudden decrease in hearing with the device. No head trauma or changes in health were reported. Re-implantation was performed on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Affected channels observed. Recipient has a history of middle ear problems. However, recipient received bilateral pressure equalizer (pe) tubes, which were in place within 10 days and prior to second testing in march, 2019. No head trauma was reported.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels observed. Recipient has a history of middle ear problems. It could not be ruled out if high impedances were caused by middle ear infection. No head trauma was reported. Recipient received bilateral pressure equalizer (pe) tubes.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implanation is considered, but no date has been scheduled yet.